Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with pump reset information and helped in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to fill a new cartridge once home and to report back if any issues reoccurred.